Event description:
It was reported that the device was used during a laparoscopic supracervical hysterectomy. The white tissue pad fell off into the pt. The tissue pad was retrieved. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info is unavailable, device was not returned for eval.